Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information about the subject device, there was the possibility that the reported phenomenon was attributed to the accidental malfunction of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during an unspecified procedure using the subject device, the power of the subject device went down when the frozen image was recorded. Then, when the facility cycled the power of the subject device, the subject device restarted, so the procedure was continued and completed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.